Event description:
Patient brought to lab for scheduled outpatient asd [atrial septal defect] closure device. Second asd closure device inserted and embolized to ivc [inferior vena cava]. Raptor/alligator retractors used to try to retrieve the device. Device was fully retrieved intact and removed from patient via right femoral access site. During case perforation of ivc happened, patient decompensated hemodynamically. Chest compressions and code medications were given by anesthesia. Bridge balloon placed for balloon tamponade. Vascular surgery assisted with covered stent placement. Patient later transferred to ICU hemodynamically stable and intubated.